Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 543 mg/dl; the customer received an incomplete bolus alert as they had not completed a bolus request. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.